Event description:
Complainant alleged that while monitoring a patient (age and gender unknown)during transport by the medics, the patient's screen displayed heart rhythm got smaller and smaller until the heart rhythm was unreadable. The complainant reported that the medics were able to use the device recorder strips to monitor the patients heart rhythm. The complainant indicated that the malfunction "in no way of compromised patient care." There was no adverse effect on the patient as a result of the reported malfunction.